Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a total bilirubin result for one (1) neonatal patient of 17.5 mg/dl from the repeat run, with 1/3 sample volume, generated by the au400 with ise clinical chemistry analyzer. The original result was 14.9 mg/dl and was considered to be the correct result, even though both results were within the full term reference range ( > 12.0 mg/dl). Per the customer, 14.9 mg/dl was revised within two (2) hours from 17.8 mg/dl. A false high result above the reference interval is a minor severity and patient may have follow up testing performed. No reports of patient impact were received.

Manufacturer narrative:
Sample was not available to confirm results. Per the customer, system was in control and was running within specifications. No service call was made.